Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump downloaded properly to the carelink software noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalization due to low blood glucose on (B)(6) 2017 with blood glucose of 14 mg/dl list at the time of hospitalization, and 30 mg/dl at the beginning of the incident. The customer was having issues with high blood glucose after bolusing after a meal. Customer experienced symptoms such as being unresponsive. The customer was given intravenous glucose to treat. The customer is not sure if they were wearing the insulin pump during the incident. Troubleshooting was completed but the customer believes that their pump over-delivered. Customer also reported issues with sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.